Manufacturer narrative:
Based on the information provided, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. Specific details regarding the implant procedure have not been provided. Multiple attempts have been made requesting additional information; however the contact has been unavailable to answer our inquiries. Should additional information be provided, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesions are identified in the adverse reaction section of the IFU as a possible complication. Additionally, the warning section of the IFU states, "ensure proper orientation; the bioresorbable coated side of the prosthesis should be oriented against the bowel or sensitive organs. Do not place the polypropylene mesh side against the bowel. There may be a possibility for adhesions formation when the mesh is placed in direct contact with the bowel or viscera." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: on (B)(6) 2017 - the patient was implanted with a bard ventrio st hernia patch during an open incisional hernia repair procedure. On (B)(6) 2017 - the patient was admitted into hospital with stomach pain and was diagnosed with a bowel obstruction. On (B)(6) 2017 - the patient was admitted to the hospital. Details not provided. On (B)(6) 2017 - the patient was admitted to the hospital and underwent a laparotomy. During this procedure the patch was completely removed. Adhesions between the patch and the bowel were noted to be the reason for the removal and the patient¿s discomfort. The surgeon reports ¿this was not a result of poor mesh placement because the issues occurred 3 weeks after to the original surgery.¿